Manufacturer narrative:
Conclusion: based on the received information from the field, the user complained of hearing noise at the implant site, which also could be heard by people standing close by. Reportedly it was heard with and without the external coil over the implant, with movement. The explanted synchrony magnet fully confirm to specification. The clicking noise in presence of an external magnet could not be reproduced. Reportedly the recipient is doing well with the exchanged magnet. The device remains implanted and in use. This is a final report.

Event description:
The user reported hearing 'bell sounds' on the left side. It started suddenly and only affects the left side. Hearing performance with the device reportedly seems stable. The noise can also be heard by people standing close by. The bell sound does not increase with higher stimulation and the sound is also present with and without the audio processor. As the sounds appear with acceleration of the head in any orientation this increases the chance that this problem is related to the magnet. The clinic is considering re-implantation of the device, but it has been recommended from hq that only the magnet may needed to be replaced. The user's magnet has been replaced on (B)(6) 2024. Reportedly, there is no longer any noise.

Event description:
The user reported hearing 'bell sounds' on the left side. It started suddenly and only affects the left side. Hearing performance with the device reportedly seems stable. The noise can also be heard by people standing close by. The bell sound does not increase with higher stimulation and the sound is also present with and without the audio processor. As the sounds appear with acceleration of the head in any orientation this increases the chance that this problem is related to the magnet. The clinic is considering re-implantation of the device, but it has been recommended from hq that only the magnet may needed to be replaced. According to new information from 07.mar.2024 the user noticed that the ticking has slightly improved since flying. The user was reportedly an excellent performer and does not want to proceed with revision surgery for now. The user will see the audiologist in june 2024.

Manufacturer narrative:
Additional information: based on the received information from the field, the user complained of hearing noise at the implant site, which also could be heard by people standing close by. Reportedly it was heard with and without the external coil over the implant, with movement. However, to determine an exact root cause for the reported problem a device investigation would be necessary. The device remains implanted and in use, since the recipient is satisfied with the hearing performance.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported hearing "bell sounds" on the left side. It started suddenly and only affects the left side. Hearing performance with the device reportedly seems stable.as the sounds appear with acceleration of the head in any orientation this increases the chance that this problem is related to the magnet.